Event description:
It was reported to boston scientific corporation that an endovive three-port through the peg jejunal tube was used during a gastrostomy and enterostomy procedure performed on (B)(6) 2015. According to the complainant, after performing gastrostomy, the accessory guidewire of the jejunal tube was inserted into the peg tube and was advanced to the treitz ligament through a scope using a forceps. The jejunal tube was inserted and the placement was confirmed using a contrast media. Post procedure, enteral nutrient was administered however, it did not flow down the tube because the lumen was blocked. It was checked through fluoroscopic image and found the jejunal tube was kinked inside the stomach. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Reported event of jejunal tube kinked. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.